Event description:
It was reported by the patient that intraocular lens (iol) was implanted in her left eye on (B)(6) 2014, ((B)(6) 2014) and she was happy with clear vision. Now her vision is not clear and she is having problems seeing. Her doctor suggested for her to have a progressive lens implanted. The patient further reported that she had a second doctor look at her eye, and she said there was membrane growing on the edge of the cornea and a blood clot. The onset of the reported symptoms, nor the exact date of the event were provided. Additional information from the patient stated that she was specifically complaining about her left eye. She stated that the implanting doctor recommended progressive eye glasses (not implanted lens) to address her complaint. She said that she went to a retina specialist for a second opinion. The retina doctor reported that the growth membrane is not in her vision path and that the blood clot is no longer there. She had the lens implanted in her left eye on (B)(6), 2014 for close vision. Her vision is better on the circumference on the eye opposed to the center part of the eye. The doctor told her that she has pseudoflexation, which reportedly would have been difficult for the doctor to implant a tecnis toric lens because the lens is not to move. Patient had another amo lens implanted in her right eye for distance on (B)(6), 2014. Her complaint is for the left eye. Patient is able to work and drive and is wearing her progressive eye glasses; however, she is not satisfied with her vision, due to blurry vision whereby she wears eyeglasses. The patient is not happy with the progressive eye glasses from the doctor¿s office and will go back to the progressive lenses she purchased at (B)(6). No secondary procedure and no patient intervention was reported by the patient (B)(6). In follow up with the physician's' office the following information was provided. (B)(6), 2014 ((B)(6) 2014), at three (3) weeks status post iol visit for the right eye, the patient¿s retina doctor stated that the patient was compliant taking her drops and was wearing eye glasses. The right eye had a lens implanted to address distortion in the left eye on (B)(6), 2014. On (B)(6), 2014, ((B)(6) 2014), the patient had a post op visit. (B)(6) 2014, one week post op, left eye lens implant, patient reported to see ¿clear bright spots¿ here and there. No pain and no discomfort. Left eye is ¿bright, pretty good, a little blurry¿. The patient was compliant after surgery. (B)(6), 2014 ((B)(6) 2014), the patient saw the retina doctor where it was stated the patient had a vein occlusion blockage in the small eye as well as cystoid macular edema in the left eye. The patient was given an injection of evastin by the doctor. The patient¿s blood pressure was 167/87. On (B)(6), 2014 ((B)(6) 2014), the patient reported that she cannot see distance and up close. Her eyes were dry/itchy. The retina doctor stated that it is either cystoid macular edema vs. Idiopathic juxtafoveal retinal telangiectasia (ijt). On (B)(6), 2014 ((B)(6) 2014), the patient was diagnosed with macular edema as a possibility or a blood clot in the back of the left eye diagnosed by the retina doctor per the patient. On (B)(6), 2014 ((B)(6) 2014), the patient was administered evastin to address retina problem; no complaint on blurriness. On (B)(6) 2014 ((B)(6) 2014), status post check-up for left eye, whereby lens was implanted (B)(6), 2014. It was reported that the patient¿s visual outcome was blurry.

Manufacturer narrative:
Date of event: exact date is unknown.if explanted, give date: not applicable (na) - at this time, the intraocular lens remains implanted.(B)(4) - blood clot, membrane growth on cornea, pseudoflexation.reason for non evaluation: to date, the intraocular lens remains implanted.all pertinent information available to abbott medical optics has been submitted. Placeholder.